Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the stents did not light up.

Manufacturer narrative:
Alleged failure: lighted stents did not light up in the patient, but had light coming out of the lightsource salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive bending during set up. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the stents did not light up.